Event description:
The event involves a pt that underwent patellofemoral arthroplasty. The next day, while the nurse was in the pt's room, the nurse saw a flash of light and smoke coming from the cord of the pca pump. Upon inspection of the cord it was frayed and warm. The power cord had shorted out where it goes into the machine. The pca machine was taken out of service. Biomed was notified. Several days later, biomed inspected the machine, replaced the power cord, adjusted the time and date, and tested the pump before returning it to service.